Manufacturer narrative:
Pc (B)(4). Only event year known: 2020. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, when the nurse opened the paper box and took out the inner package, the stapler was wrongly positioned inside the inner package, diagonally and tip of the instrument was sealed between the paper and plastic sealing so that distal tip of the instrument was seen and package was not sterile anymore. Currently the package is a bit more opened then it was in the beginning, because nurse opened it a bit more. So- the summary of the problem was that instrument arrived as non-sterile because one corner was not sealed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 04/01/2021 h11: corrected data = updated report submission due date and g3.

Manufacturer narrative:
(B)(4). Date sent: 03/19/2021. Per photographic evaluation: during the visual analysis of three photos, the following was observed: the first photo shows a device inside of its package with a gold reload loaded. The second photo shows a package from front area and the tyvek was noted open on the corner of package. However, the seal area on the blister was noted completed. The third photo shows a package from top view of lot#: u4050l, exp. Date: 2025-01-31. The tyvek was noted up of the corner left. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.